Event description:
The hcp reported that the intrathecal catheter "backed out" of the intrathecal space and the pt had withdrawal symptoms. The pt underwent replacement of the catheter with a codman catheter. The withdrawal symptoms were not reported. A follow-up report will be sent when additional info becomes available.